Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing lactated ringer (lr) 1000ml (rate unknown), the device was alarming, and air-in-line was found below the pump. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an infusion alarmed empty vtbi was not determined because no products or device logs were returned.

Event description:
It was reported while infusing lactated ringer (lr) 1000ml (rate unknown), the device was alarming, and air-in-line was found below the pump. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.